Event description:
Had been on crutches (walking aid user); knee swollen (knee swelling); knee painful (knee pain). Case narrative: initial information received on 04-jun-2018 from (B)(6) regarding an unsolicited valid serious case received from patient. This case involves adult female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and later had been on crutches, had knee swollen and knee painful. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml (with an unknown batch number) for osteoarthritis into the right knee. On an unknown date in (B)(6) 2018, the patient had reaction from synvisc one as her knee was swollen and painful. Patient had been using crutches for 4 days (onset: (B)(6) 2018; latency: unknown). The patient consulted a healthcare provider for knee swelling and painful knee. It was reported that the patient still had the problem of knee swelling and painful. Final diagnosis was knee painful, knee swollen and had been on crutches. Corrective treatment: tylenol 3 (codeine phosphate, paracetamol) and advil (ibuprofen) for knee swollen, knee painful; crutches for had been on crutches. Outcome: not recovered for knee swollen and knee painful; unknown for had been on crutches. A product technical complaint was initiated on 08-jun-2018 for synvisc one, batch number: unknown, global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 8-jun-2018. Ptc results were added. Additional information was received on 12-jul-2018 from the patient. The suspect product indication and site of injection were added. The event outcome of knee swollen and knee painful was updated to not recovered for both. Clinical course updated. Text was amended accordingly.